Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient does not have any left leg stimulation coverage, only right leg. A sjm representative attempted reprogramming of the patient's scs system but was unable to capture left side coverage. Follow-up identified surgical intervention was taken and the patient's scs lead was repositioned, which resolved the issue.